Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal deivce collagen was missing. There was no harm reported to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device return date in section d10, update section h3, and provide the completed investigation results. (B)(4). One 6fr angio-seal sts plus device was received for product evaluation. The hemostasis sheath was mated returned with the carrier tube assembly. No other accessory components were returned for analysis. Visual inspection revealed that the carrier tube assembly was properly mated with the hemostasis sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The anchor was not exposed at the distal tip of the hemostasis sheath as would be expected based on the position of the deployment sleeve. Microscopic analysis of the distal tip of the hemostasis sheath revealed that the anchor was still present within the sheath, and had not properly posted to the distal tip. No other anomalies were noted on the device. Functional testing was conducted, and the deployment sleeve was moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. There were no functional anomalies noted with the posting of the anchor. Digital pressure was then applied to the anchor. The collagen and tamping tube released successfully. No anomalies were noted with the functional testing. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that device was not placed in the full rear lock position. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information.

Event description:
Additional information was received on february 19, 2019. There was no anchor in the angio-seal, the angio-seal was empty. A 6fr sheath was used. Hemostasis was achieved by manual compression. There was blood loss during the procedure.